Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load screen became frozen on the pump screen and the customer was unable to clear it. Reportedly, the screen cleared on its own and the customer was able resume insulin delivery. Customer's blood glucose level was approximately 140 mg/dl.